Event description:
It was reported that there was a rapid increase of 55% in the battery charge within a short period. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on best practices for battery management, and the customer agreed to monitor the system and contact support again if the issue persists.